Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_ unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient¿s battery showed eos at the clinic. It was noted that it was premature battery depletion and that an explant and replacement were planned. It was noted that impedance testing was attempted but that values were not able to be obtained. It was reported that the patient had a battery replacement (B)(6) 2013 and his previous system lasted for 5 years. It was noted that his settings were strange as he was on 8 volts on the left and 4.0 volts on the right. It was noted that ¿unfortunately his patient programmer allowed him to go this high although they would not have advised it.¿ it was noted that the pulse width was 300 and rate was 60. It was noted that the battery lasted 6 weeks. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that the patient¿s medical history was deep brain stimulator (dbs) implanted for pain management. It was noted that the symptoms associated with the event was pain at the left arm. It was noted ¿brachial plexus avulsion.¿ additional information received reported that they were unable to record impedance measurements although they tried a number of times. Additional information received reported that as of (B)(6) 2013, a replacement had not been scheduled. Additional information was requested but was unavailable as of the date of this report.